Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tracheal intubation, the device's color did not change from purple to yellow. When an x-ray was taken, it was confirmed that it was intubated in the trachea. There was no patient injury.